Manufacturer narrative:
A device service history review was performed and revealed that one similar event has been identified on this device since installation in 2017. The product is deemed unrepairable and a replacement product has been shipped. Based on the collected information the most likely root cause of the issue is a the failure of the bubble sensor. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a bubble sensor detector did not respond properly during machine preparation. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5: there was no patient involvement. H11: livanova deutschland manufactures the bubble sensor. The incident occurred in saitama, japan. When the affected bubble sensor was replaced by the customer with one used in another s5 console, there was no problem, therefore this sensor is defective. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.